Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage or user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Correction of date of event (B)(6) 2014.

Event description:
Consumer complaint of low blood results. Caller normally is around 125mg/dl two hours after meals. Based on parkes error grid analysis, the bias between the lowest result given (48) and the normal result (125) is located in zone b/d. No adverse event reported.

Event description:
Consumer complaint of low blood results. Caller normally is around 125mg/dl two hours after meals. Based on parkes error grid analysis, the bias between the lowest result given (48) and the normal result (125) is located in zone b/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).